Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of failure of the safety mechanism is confirmed, but the root cause could not be determined. One 20 ga powerglide pro device was returned for evaluation. An initial visual observation of the returned device showed blood residues throughout the powerglide device and its safety mechanism. The safety mechanism was observed to be detached from the device. Red ring inside the safety mechanism was observed to be loose inside the device. A microscopic observation revealed the red ring to be in an incorrect location inside the safety mechanism of the powerglide pro device. An examination of the metal spring inside the safety mechanism appeared to have no obvious sharp edges. The red o-ring was observed to be broken. The fracture surface of the red ring was observed to have a small section that appeared shiny and reflective. The safety mechanism was carefully taken apart to examine the red o-ring and metal spring inside the safety mechanism under the microscope. An observation reveals the correct orientation of the red o-ring inside the safety mechanism. The cause of this failure could not be determined as the analysis of the inner metal section of the safety mechanism had no obvious defect attributed to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the safety part popped off when went pulled to safety the device. No additional information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.